Manufacturer narrative:
(B)(4). Boston scientific received additional information. At a device follow-up, the device had a magnet rate of 90 bpm and the remaining longevity was six months. Although the rv lead had high pacing outputs programmed, there was concern that the device's battery was depleting prematurely. Therefore, a lead revision was performed to reposition the rv lead, due to the high pacing threshold measurements. During the procedure, the right atrial (ra) lead pulled out of place. The entire system was then explanted and replaced with a competitor's pacing system, due to the ra lead dislodgement, high rv pacing thresholds, and suspected premature battery depletion of the device. The explanted device is expected to be returned for laboratory analysis. This report will be updated upon return and completion of analysis.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during the device check three days post-implant, this pacemaker and right ventricular (rv) lead exhibited intermittent pacing failure and increased ventricular pacing threshold measurements of 5.5 volts at 0.4 ms. Loss of capture (loc) was observed. On review, the rv pacing impedance was measured to be 439 ohms during procedure and was at 389 ohms during device check. No symptom of a loose terminal pin or noise was found. Additionally, echocardiography showed no evidence of a perforation. Pacing outputs were increased and the system remains in service. No adverse patient effects were reported.

Event description:
--

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. An engineering-level longevity prediction calculation was completed to assess the rate of battery depletion. Given the programmed parameters and other data stored within the memory of the device, the results of this calculation indicated that the actual rate of battery depletion fell within an acceptable range.